Event description:
It was reported that the device was used during an esophagogastrostomy. The device fired an incomplete staple line. The surgeon completed the case with hand-suturing. There was no pt consequence.